Manufacturer narrative:
The pump was received with a partially broken battery tube threads, a cracked case behind the pump near the battery tube compartment, a missing reservoir tube o-ring and a partially broken retainer.unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a partially broken retainer.the following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side of the pump during analysis.retainer ring damage (a missing reservoir tube o-ring and a partially broken retainer) and reservoir unable to lock into place were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic)on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned for analysis.